Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with injection reflin (1 gram once a day; route not reported), injection tobramycin (40 milligrams once a day; route not reported), and heparin (dose, route, and frequency not reported) for the event. At the time of this report, antibiotic treatment and dianeal therapy were ongoing. The recovery status of the patient was not reported. Additional information is not available at this time.